Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set tubing 3 times. Reportedly, the infusion set tubing became unscrewed. The customer's blood glucose (bg) level was not impacted. The contact was instructed to keep the luer lock connection tight and secure.